Event description:
It was reported that prior to an aortic stenting procedure, pre-close placement of the sutures was achieved in right common femoral artery through a 6-french sized access site using a prostar xl device. A femoral angiogram was not performed prior to the closure procedure. Reportedly, there was no observed pulsatile blood flow from the marker lumen of the device due to the low blood pressure of the patient. There was no problem with needle deployment as the device held at an angle of 45-degrees to the longitudinal plane of the artery. After suture deployment the prostar xl device was replaced with a 12-french sheath. During the aortic stenting procedure, bleeding next to the sheath started, requiring manual compression. After the aortic stenting procedure, sufficient hemostasis could not be achieved with the prostar xl sutures. Manual arterial compression with a non-abbott mechanical compression assist device was used to achieve hemostasis. Although the procedure was performed under general anesthesia, the level of anesthesia was not changed due a complication with the prostar xl device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information. (B)(4) - indication for use. The device was deployed in a reportedly 6-french sized access site. The prostar xl device instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures. The prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. Additionally the IFU states under special patient populations that the safety and effectiveness of the prostar xl pvs system has not been established in patient populations with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. (B)(4) - failure to follow steps/instructions. The operator did not reportedly perform a femoral angiogram prior to device placement. The prostar xl device instructions for use states under prostar xl device placement. Prior to prostar xl device placement, perform a femoral angiogram through the introducer sheath to verify that the access site in the femoral artery. Evaluate the femoral artery site for size, calcium deposits, and tortuosity, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported no pulsatile blood flow from the marker lumen of the device was not confirmed, although the device was flushed and did not mark on the initial attempt due to coagulate blood in the marker lumen. Once the coagulate blood was removed the device flushed successfully via the marker lumen without difficulty, blockage, or obstruction detected, as the coagulated blood would not be present during use. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.